Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information received from the patient that, over the last few months the lead component of their implantable neurostimulator (ins) was 'slipping' causing a change in the stimulation. The patient thought the leads are 'slipping' because progressive over the 'past months' they had been losing stimulation. The patient only felt the stimulation in the mid-thigh. They were going to meet with their doctor and the manufacturer's representative for the issue. The indications for use for the implanted device were noted as failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.